Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. Reportedly, the customer was not following the proper steps during the load process. Customer reloaded cartridge and followed the proper steps in the load sequence to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.